Manufacturer narrative:
Device power up properly after battery installation. Device passed sleep current measurement, active current measurement, self test and displacement test. No blank display and no missing segments or partial display noted during testing. Device functioning properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a partial display. The customer¿s blood glucose level was unknown at the time of the incident. The customer states that the screen was not going too dim or dark either looks more like it was tarnished. The customer states they can still see something on the screen, and the display will return. Troubleshooting was performed for partial display was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.